Event description:
A 71-year-old male patient with cardiogenic shock was supported with an impella cp pump. Upon arrival, the physician identified that the catheter was poorly secured and repositioned the pump to the correct location in the left ventricle using forward tension sutures and angle matching techniques. On day 2 the patient suffered episodes of ventricular tachycardia. Echocardiography revealed that the impella pump had migrated, and the position was corrected to 3.5 cm. Cardioversion was initiated, and the patient returned to a paced rhythm. On day 3, suction alarm occurred, and a fluid bolus was administered for hypovolemia. Echocardiography-guided repositioning resolved the suction alarm. The patient subsequently stabilized with no signs of hemolysis and was successfully weaned from support on the fourth day. Multiple repositioning's were required during the course of support. Details regarding the patient¿s comorbidities and history of ventricular tachycardia are unknown. Episodes of ventricular tachycardia were conservatively coded as related to the impella device; however, adherence to best practices for device fixation and patient handling likely would have prevented misplacement and migration of the pump, which may have contributed to these episodes.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the serial number has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: what interventions were performed to address the alleged complaint event(s)? Were the interventions successful? If not, how was the alleged issue resolved? No other interventions performed, vt contributed to ami, not impella position per md. Is the device available for return? The device was disposed of by the facility. Is there any other information available regarding this abiomed product use/for this patient? No other information is available.